Event description:
A power source alert was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer initially used the tandem charging cable and wall adapter and tried leaving it plugged into a working outlet for at least 30 minutes, which resolved the issue as the pump began charging, requiring no further assistance.